Manufacturer narrative:
Additional info: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led a photographic evaluation of two photographs of a device. A visual inspection of the returned photos noted that the jaws of the reload can be seen to be open. The reload was fully fired. Staple pushers were visible at the zero cut line. Staple pushers can be seen to be flush with the cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a thorascopic pneumoresection, while removing the lung tissue, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another handle and reload were used to complete the case. There was no patient injury.